Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician¿s preference. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.